Event description:
It was reported that the external pulse generator did not turn on, or pace. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator did not power on or pace. Analysis did find that the upper and lower cases as well as both bail covers were broken and that the battery contacts were compressed. (B)(4) 2014 (B)(4) this device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4)